Event description:
Additional review indicated that the patient stated "the first one, the catheter got a kink in and I was having trouble with my stomach."

Event description:
It was reported that the patient 'had to get another one in' following a kink in the catheter. It was unclear what medication was in the pump at the time of the event; however, fentanyl and saline had been used. No further information was given on the event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), product type catheter. (B)(4).